Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a catheter punctured a patient's heart during a implantable cardioverter defibrillator upgrade procedure. The puncture was discovered by a fluoroscopy. The patient was hemodynamically stable. Catheter was removed safely. The upgrade procedure was abandoned. Patient was stable after the procedure.